Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer didn't recall her blood glucose at the time of the event nor any significant event which may have caused the device to alarm. However, she did mention it had rained and she pressed up against her seat belt. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer didn't agree to return the device for further analysis since she had a new device.